Manufacturer narrative:
Cable. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument exhibited a broken pitch cable at the distal clevis hub. The broken pitch cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire broke on the large needle driver instrument. The procedure was completed and there was no report of patient harm, adverse outcome or injury.